Event description:
It was reported that during the laparoscopic gastric bypass, when the surgeon attempted to push out the staples, only two staples were released, and the staples would not come out when further attempts were made. Additionally, the small handle was broken when pushed. The issue occurred for a total of 5 hernia staplers. To resolve the issue and complete the case, a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: 173052, 173052 endo uni 12 with (lot#: p4j1085); 173052, 173052 endo uni 12 with (lot#: p4k1066); 173052, 173052 endo uni 12 with (lot#: p4h1080); 173052, 173052 endo uni 12 with (lot#: p4j1085). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument had a sulu attached with ten remaining staples. The handle was damaged and disengaged. Evaluation noted that the condition of the instrument precludes a functional evaluation. It was reported that the instrument did not fire and the handle was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument handle is not completely cycled affecting the timing of the instrument creating a jammed condition, and then cycling the handle a second time with force causing the handle to disengage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the stapler, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle as far as it will go, then release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic gastric bypass, when the surgeon attempted to push out the staples, only two staples were released and the staples would not come out when further attempts were made. Additionally, the small handle was broken when pushed. The issue occurred for a total of 5 hernia staplers. To resolve the issue and complete the case, a new endohernia device was used. No patient complications have been reported as a result of this event.